Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Manufacture date could not be determined by lot number provided.

Event description:
Reporter stated that customer received the following results on the compact plus system within 3 minutes & 2 minutes respectively: 1. 31 mg/dl, 189 mg/dl, 176 mg/dl and 185 mg/dl no actions taken based on device results. No adverse event reported. 2. 16 mg/dl, 105 mg/dl and 57 mg/dl. The customer had "no energy" at the time of the 16 mg/dl result. Customer self-treated with "peanut butter and a sugar pill" in between the 16 mg/dl and the 105 mg/dl. No further treatment required. No adverse event reported. Sets of readings were obtained on different days. The manufacturer requested return of suspect product for evaluation.